Event description:
The reporter stated that the on (B)(6) 2013, the nurse performed an IV catheter insertion to administer oxytocin. The priming process was conducted before insertion; after insertion, the nurse saw the flashback, then retreated the needle, but found the needle retreated too much and catheter could not stay in the vein. The needle was reinserted and it was noted that it had infiltrated. The catheter could not be reinserted and the catheter had to be discontinued. When it was being removed, it was noted that the catheter was not intact and 1 cm of the tubing was missing and remained in the patient. A surgeon was called in for a consult and the remaining piece of the catheter was surgically removed after local anesthesia. The incision healed within 3 days and the stitches were removed. The patient was discharged from the hospital. No further information is available.

Manufacturer narrative:
No product has been received to date. If product is returned, analysis will be conducted. Contact information was not available and will be provided upon receipt.